Event description:
Event description guidant received information that at 49.4 months post implant, this implantable cardioverter defibrillator (ICD) was explanted due to an earlier than expected elective replacement indicator (eri).